Manufacturer narrative:
Despite several requests, no information regarding potential equalization cable and duration of reboots was provided. A device service history review has been performed and identified that the pumps were manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Based on all the gathered information, the most likely root cause of the reported event may be related to temporary electrical failure of the pumps due to false contact/bad connection to the ep pack, resolved during technician inspection or/and external interferences from high frequency devices. It is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth (see IFU, chapter 2.2.6, cp_IFU_5811-0000). Our equipment meets all the requirements of the standard iec 60601-1-2:2014 for the electromagnetic disturbances. Therefore, we can exclude that our devices are responsible for the issues occurring in the field. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
D.4. Sn of the involved pump was provided and it has been inserted in present report together with UDI. H.4. Sn of the involved pump was provided and it has been inserted in present report together with manufacturing date. H.11. A field service representative was dispatched to the facility to investigate the device. The pump was inspected internally and in operation on-site, and no abnormalities were found, so it was determined to be normal and only the e/p pack was replaced (as well as ups and dcdc module) with a replacement unit. No other component have been replaced yet. 10-80-00 s5 roller pump 150 sn (B)(6) was connected to connector no. 6 of ep pack. E/p pack was inspected it at the livanova warehouse and no fault confirmed. The electrostatic discharge test was performed 10 times at 1 second intervals, with a contact discharge of +6000v and an air discharge of +8000v. The e/p pack connectors and the pump control panel knobs were tested to determine where static electricity may be generated and where it may be affected by signals on the can and could have caused the reported issue. As a result, the pumps were working normally, therefore it was excluded as root cause. Serial read out (real time device parameters and setting recording file) of the pumps were not collected. It remains unknown: time required to the pumps to restart. If any potential equalization cable was in use at customer site. If customer restarted flow from the knobs remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4. The serial number and UDI are pending. They will be provied in follow up report if available. H.4. The mfg date is pending. It will be provied in follow up report if available h10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). A new electronic and power pack and pump has been requested. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, before starting cardiopulmonary bypass, the stationary s5 roller pump 150 (backup pump) experienced a power outage, which was then automatically restored. By replacing the tubing from the defective pump to another pump, we were able to start cardiopulmonary bypass without any problems and without any impact on the patient.